Event description:
Allergan france received notification from a doctor reporting that a patient experienced a corneal abscess due to pseudomonas requiring hospitalization in 2001, for two days after using complete comfort plus. The hospital microbiology laboratory cultured pseudomonas aeruginosa from the left contact lens.